Event description:
It was reported that the patient presented to the emergency room experiencing arrhythmia and dizziness. The patient was in atrial fibrillation with slow ventricular response. A magnet had been taped in place over the device to prevent sensing. The right ventricle lead exhibited intermittent pauses due to over-sensing noise. The patient had an underlying ventricular rhythm at about 36 beats per minute. Programming changes were made. The right ventricle lead was capped and replaced on (B)(6) 2023. The patient tolerated the procedure well and was discharged home the next day.